Event description:
During a call to the baxter technical service representative (tsr) for an unrelated issue, the patient indicated that he had peritonitis. A follow up call was made to the facility nurse on (B)(4) 2012. The nurse confirmed the event of peritonitis. The patient was hospitalized for 2 days. The patient was treated with fortaz 1gm intraperitoneal (ip) and remains on the antibiotic at this time. The patient had been retrained recently and the cause of the peritonitis was due to the patient's constipation. The patient is considered to be recovering.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted. This is the 3rd of 3 reports related to this event.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number (h12a06035 and h12b10050) with no defects noted. The peritonitis was not confirmed. The root cause for this condition is undetermined.